Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold and a new rv lead of a different model was placed. This rv lead remains in service. No additional adverse patient effects were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".